Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with diaphragmatic and phrenic nerve stimulation. The right ventricular (rv) lead had high thresholds. A computed tomography (CT) scan revealed that the rv lead had perforated the patient¿s heart. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.